Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance was reported on this lead. Last measured value was 126 ohms. All other values are within range. Patient to be brought in and lead to be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.